Event description:
A surgical technician reported a crackling sound during priming. The system was switched out and the case was completed. Additional info, received from the surgical technician, indicated the voice commands were stuck as well. The case was delayed less than 10 minutes. There was no pt impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The representative recommended the facility isolate the suspected phaco handpiece and to check the connection and tightness of the handpiece tip prior to use. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).